Event description:
There was an allegation of questionable lithium results for qc and patient samples from the cobas pro c 503 analytical unit. For one patient the initial result was 1.25 mmol/l and the repeat result was 0.352 mmol/l. Neither result was believed correct. No result was reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 590942. The expiration date was requested but was not provided. The field service engineer found an issue with the sample probe. He replaced the probe and checked adjustments. He ran precision that passed and the customer ran calibrations and qc successfully. The investigation determined the service actions resolved the issue.